Manufacturer narrative:
An event of thrombus on the occluder was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 25mm amplatzer amulet was selected for implant. During procedure, the patient experienced an oxygen drop. The physician alleged that the oxygen drop was due to multi-morbidities of the patient. At this time, the occluder's ball-shaped lobe was already developed in the left atrium. The patient was stabilized, but after stabilizing, small thrombus's were observed on the ball. The patient's act was 330. The amulet was retracted back into the sheath and a new 25mm amplatzer amulet was successfully implanted. No patient consequences were reported.